Event description:
It was reported to philips that the system experienced a boot failure due to suspected ups or pdu issue on an azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pdu fantray and dcps, bypassed the ups, and restored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).